Event description:
A us distributor returned a monitor and reported the monitor was abnormally shutting down.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdown) was confirmed. Upon investigation the monitor was unable to complete incoming functionality testing. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.